Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 21-dec-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient reported on week 2 that they had decrease in efficacy (increased pain, but same location/pattern). Fluoroscopy showed lead migration that left lead moved laterally. Device interrogation showed no device deficiency, patient was reprogrammed on (B)(6) 2018. The etiology showed causal relationship between the lead migration with return of leg pain. The outcome was reported to be recovered/resolved as of (B)(6) 2018. No further complications were reported as a result of this event.